Event description:
During the procedure, the generator showed an error message stating: "grounding pad detached". Multiple grounding pads were used which did not resolve the issue and the case was cancelled. The procedure was rescheduled.

Manufacturer narrative:
One ionicrf¿ generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. Normal wear was observed on the exterior chassis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. Review of the attached system log files shows multiple an ¿check grounding pad connection¿ errors on the reported event date which confirms the reported event. All modes were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing grounding pad error could not be conclusively determined as the returned ionicrf¿ generator functioned as expected throughout investigation.